Event description:
Event description guidant received information that this transvenous defibrillation lead was not implanted. Threshold, sensing, and impedance measurements were inadequate, despite repositioning. A second lead was implanted without incident.